Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2016-03081, 03430 / 03434).

Event description:
During a right knee revision procedure, the bearing did not fit when attempted to be implanted, as the wrong implant had been selected for the procedure. This resulted in a one hour delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.